Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. An evaluation of the test strip lot was unable to be conducted as the lot number was not provided.

Event description:
On (B)(6) 2023, the lay user patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately low compared to another device. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and after customer care (cc) reviewed the call recording. The patient reported that the alleged issue began on (B)(6) 2023, at an unspecified time. The patient claimed obtaining a blood glucose reading of ¿80 mg/dl¿ with the subject meter compared to a reading of ¿276 mg/dl¿ on an emergency medical services (ems) meter. After reviewing the call, cc confirmed that the time between readings was not specified, the patient only mentioned that all the events happened on the same day. The patient manages her diabetes with a combination of medication (unspecified insulin, 4 times a day and janubia tablets) and claimed she drank orange juice in response to the reading of ¿80 mg/dl¿ from the subject meter, as confirmed by cc during review of the initial call. At an unspecified time after, she started feeling ¿sweaty, shaky and dizzy¿. The patient called 911 and they obtained the reading of ¿276 mg/dl¿ on the ems meter. The patient denied that she received any treatment from the ems staff. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after drinking orange juice based on alleged inaccurate low results obtained with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter with sn# (B)(6) has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.